Event description:
Faulty thermistor of pulmonary artery catheter. Discovered equipment failure when preparing for swan ganz insertion. Promptly discarded faulty catheter and assisted md with insertion of 2nd swan ganz catheter which was found to work properly. Forwarded to risk mgmt for further action.